Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19 2007. Evaluation summary: the pump was evaluated on-site by a baxter service technician. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility represented reported a broken door on channel 2 found before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.